Event description:
A customer observed postitively biased phbr qc results on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the monthly mean for one qc fluids for june 2006 was outside the range of means. The calibration for this lot of slides was performed in februrary 2006, and post-calibration qc was acceptable. Review of purchasing records indicates that the customer has changed immunowash fluid lots at least once. That instructions for use for use for phbr slides indicates that calibration is required when the iwf lot number changes. The customer recalibrated the slide lot, and the post-calibration qc was acceptable. The root cause of the event is user error not in calibrating when the iwf lot changed.